Event description:
Pt was scheduled for low anterior colon resection. The surgeon reported that the stapler misfired, leaving an incomplete closure of the anastomotic site. The surgeon oversewed the staple line to prevent leakage, resulting in an add'l 3 hours of surgery time and anesthesia. Visual exam shows the push bars fired and remained in the "up" position. There does not appear to be any staples retained in the device. After consultation with the co rep, the device was returned to the MFR.